Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. The single board computer circuit board was suspected to be defective and replaced. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 would not complete initialization on several attempts at the first use of the day. There was no adverse patient involvement reported. There was no patient information reported.